Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or test unexpected restart error due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and compromised forced enhance sensor. The customer¿s blood glucose level was unknown. It was reported that the unexpected restart alarm and compromised forced enhance sensor. The customer able to complete rewind. It was reported that they had compromised forced enhance sensor alarm. The insulin pump will be returned for analysis.